Event description:
It was reported that two nursing assistants were transferring a pt from bed to chair using a pt lifter. When the pt was in the sling, the scale from the lifter became unhooked, causing the pt to fall. The keeper screw was modified by facility.